Event description:
It was reported that this right ventricular (rv) lead exhibited oversensed noisy signals. Technical services (ts) reviewed the device data and noted noise and oversensing on stored non-sustained ventricular tachycardia (nsvt) events. All lead measurements were within normal limits and ts provided reprograming settings. No adverse patient effects were reported. This rv lead remains in service. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).